Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer's blood glucose level was 600 mg/dl. Customer's current blood glucose level was 144 mg/dl. Trouble shooting for hyperglycemia was declined. Customer reported insulin flow block leading to hyperglycemia which was resolved by complete set change. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.